Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 345, which was reproduced during evaluation. System error 345 was confirmed during a review of the event history log and found to be caused by a failed upstream sensor. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump displayed system error 345 during therapy (medication, programmed amount and delivery rate unknown). The customer reported that the device was powered down and the infusion was restarted. The pump functioned properly for the remainder of the infusion. In addition, the customer reported that the delay in therapy was under a minute. It was also reported there was no patient injury.